Manufacturer narrative:
The calibration was acceptable. A general reagent issue was excluded. The alarm trace showed multiple "sample volume insufficient" or "clot pip." Alarms. The field service representative replaced the sample probe, seals, both syringes and barrels, and the mixing paddle. The customer performed a precision test with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 78239100 with an expiration date of 31-oct-2025. The field service representative determined the reagent was inappropriately stored. He discarded the old reagent and onboarded the new reagent. The qc was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 4 patient samples on a cobas e 411 analyzer (rack system). Patient 1: the initial result was 3.31 u/ml and the repeated result was 33.78 u/ml. Patient 2: the initial result was 221.6 u/ml and the repeated result was 24.31 u/ml. Patient 3: on (B)(6) 2024 the initial result was 50.53 u/ml and the repeated result was 10.88 u/ml. Patient 4: on (B)(6) 2024 the initial result was 27.11 u/ml and the repeated result was 4.51 u/ml. The samples were repeated as the customer experienced issues with qc and now repeats all samples. No erroneous results were reported out.